Manufacturer narrative:
Result of investigation: vyaire field service went onsite found out that the user interface module (uim) mounting cover is missing both pieces. Replacement was ordered, unit start up correctly. Completed extended self test and user verification testing unit meets company specification.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the avea unit user interface module (uim) is inoperable (inop). The customer confirmed that there was no patient harm associated with the reported event.